Manufacturer narrative:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that an error occurred on arm 4 while trying to staple. The site continued stapling using arm 3 and moved some of the ports. There were no reports of patient injury. Based on the claim against the product by the customer noting that an error occurred on arm 3 while stapling, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suspected universal surgical manipulator (usm) was analyzed and the reported complaint was confirmed. The unit was tested on an in-house system and the 23087 error was triggered. Error 23087 was found in the procedure logs. No debris/particulate was found when the carriage assembly was inspected. The hall sensor cable was found fully seated; the flex cables connected fine. The unit passed all required testing, except the yaw sensors check. The instrument sterile adapter board will be replaced as a precaution. The complaint regarding errors against arm 3 was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after start of a surgical procedure could lead to the patient's inability to tolerate a procedure change. In addition, due to the product issue that was reported, some of the ports on the patient were moved to allow the site to continue with the procedure robotically.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that an error occurred on arm 4 while attempting to staple. The site could not recover the fault. During troubleshooting, the intuitive technical support engineer (tse) had the site remove the instruments, power off, and emergency power off (epo) the patient side cart (psc). The system faulted at startup. The tse had the site back drive all of the input disks on the carriage, and then the error was recovered. The site decided to move some ports and staple with arm 3. The procedure was completed robotically. An attempt is in progress to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
On 27-dec-2022, additional information was obtained from the reporter. The patient's demographic information and medical history were obtained and the information was updated in the respective fields a2, a3, and a4 as well as b6 and b7 respectively.

Event description:
Refer to h10/h11 for follow-up information.